Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station tower door would not open. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date: a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 and half height legacy drawer 5.1 was failed. A field service engineer (fse) found that the tower door bins were pushed against door, so the fse repositioned the bins. Then unloaded medications from drawer 5.1 cubie. After that the customer reloaded medications to drawer cubie a1 and tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station tower door would not open. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.